Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, deflation difficulties occurred. The target lesion was located in a fistula. A 4.0x80/135mm sterling balloon was inflated and deflated several times in the target lesion. On the last inflation, the balloon would not deflate. The physician used a different device to puncture the balloon; the balloon was removed successfully with no harm to the patient. The patient's current condition is listed as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.